Event description:
It was reported that the patient had vaginal candidiasis with symptoms of pain and swelling vaginally noted. The etiology of the event was reported as ¿new illness, injury¿. The patient was treated with a one-time dose of diflucan (150 mg). The outcome of the event was reported, as of nov 20, 2010, as resolved without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).